Event description:
As reported through the patient registry, approximately 10 months post transfemoral transcatheter aortic valve replacement (tavr), the patient expired. Per the clinical trial database, the official cause of death could not be assessed. Multiple attempts to gather information for this case were performed, but to date the information has not been forthcoming.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history review (DHR) for the valve was not performed as there was no allegation of device malfunction. The patient had one adverse event between the time of implant and the death ten months later that was assessed an unrelated to the sapien valve by the pi. Summary of event: post discharge from tavr admission the patient was stable and after one week felt-fatigue, increase sob, poor appetite and leg edema. Per the pi, the event was not related to the device and/or the procedure. Operative mortality is defined as death within 30 days of the procedure. There may be events in which a patient dies after 30 days in which the cause of death is not determined at the time of the report. All of the events go on to get adjudicated with a more definitive cause assessed, and in some the cause of death is unable to be determined. For those that are adjudicated at a later date with a correlation to the device, this will be considered new information and the information will be re-assessed. At this time the exact cause for the reported event cannot be confirmed. As noted above, there was no allegation of a device malfunction, the patient was elderly, and had multiple co-morbidities. Should additional information be received this case will be reopened and investigated.